Manufacturer narrative:
Correction g.3: disregard user facility additional information provided: d.10 the customer reported problem was confirmed. Visual inspection the service technician noted that they replaced key pad (door) assy for unresponsive all key. Replaced u4 led on display board assy was dim segment. A review of the device history record for sn (B)(6) was performed from (B)(6) 2018 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to electrical failure of the key pad(door)assy.

Event description:
The customer reported keypad failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported keypad failure.